Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 5.0 cm from the proximal end. The embolization coil was intact with its pusher assembly. Conclusions: evaluation of the returned pod pc confirmed that the pusher assembly was kinked. If the pod pc is forcefully mishandled during use, damage such as a kink may occur. During the functional test, the pod pc was advanced completely through a demonstration lantern with resistance due to the kink in the pusher assembly. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using pod packing coils (pod pcs) and a non-penumbra microcatheter. During the procedure, the physician kinked the back of pod pc. Therefore, the pod pc was removed. It was reported the physician experienced resistance while removing the pod pc from the microcatheter. The procedure was completed using ruby coils and the same microcatheter. There was no report of an adverse effect to the patient.